Event description:
(B)(6) clinical study. Same case as: 2134265-2012-03699, 2134265-2012-03701, 2134265-2012-03702. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The patient underwent 4 procedures from 2005 - 2011 implanting a total of 4 stents (taxus liberte, 4.0x12mm promus element, 3.5x18mm promus element and 4.0x18mm promus element) in the saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2012, restenosis was confirmed of the previously placed drug eluting non study stents. The 4.0x15mm lesion had 90% restenosis. It was treated with a 4.0x16mm and 4.0x20mm ion study stents. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, stenosis of the previously placed drug eluting stents (4.5mm taxus liberte, 4.0x12mm promus element, 3.5x18mm promus element and 4.0x18mm promus element) located in the right posterior descending artery were treated with balloon angioplasty and placement of a 4.0x16mm and 4.0x12mm ion stents overlapping. Residual stenosis was 0%. The site confirms that there was no restenosis of the ion stents which was placed during the index procedure. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and clopidogrel.

Event description:
It was further reported that there were 4 promus stents implanted which is a correction to the 3 promus element stents initially reported. The fourth stent was a 2.5x12mm promus drug eluting stent implanted in the proximal rca in (B)(6) 2010. There was additionally a 3.0 x 23mm non bsc stent implanted in the lad.

Event description:
It was further reported that in (B)(6) 2012, a percutaneous coronary intervention of the svg to pda was performed. A non-bsc distal protection device was deployed. The intracoronary nitroprusside was given. A 4.0x16mm ion study stent was placed which was post dilated with an unknown nc balloon. Intracoronary nitroprusside was repeated, after an attempt was made to retrieve the distal protection device, it resulted in considerable distortion of the mid stents. This was treated with the placement of a 4.0x20mm ion stent in the mid portion of the grafts where the stents had been distorted. In (B)(6) 2012, the patient presented with recurrent anginal symptoms. Electrocardiogram showed st segment abnormality and the site confirmed it as a myocardial infarction. There was no troponin drawn and medication was given to treat the event.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The patient underwent 4 procedures from 2005 - 2011, implanting a total of 4 stents (taxus liberte, 4.0x12mm promus element, 3.5x18mm promus element and 4.0x18mm promus element) in the saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2012, restenosis was confirmed of the previously placed drug eluting non study stents. The 4.0x15mm lesion had 90% restenosis. It was treated with a 4.0x16mm and 4.0x20mm ion study stents. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, stenosis of the previously placed drug eluting stents (4.5mm taxus liberte, 4.0x12mm promus element, 3.5x18mm promus element and 4.0x18mm promus element) located in the right posterior descending artery were treated with balloon angioplasty and placement of a 4.0x16mm and 4.0x12mm ion stents overlapping. Residual stenosis was 0%. The site confirms that there was no restenosis of the ion stents which was placed during the index procedure. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
Correction - patient sex. Patient sex corrected from female to male (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).